Event description:
At the beginning of a transoral incisionless fundoplication (tif) procedure the physician experienced some difficulty with the introduction of the device approximately 10 cm distal from the bite block. The physician immediately stopped and removed the device and inserted an endoscope to inspect the entire length of the esophagus. It was during this inspection the physician discovered a perforation at the cervical portion of the esophagus. The perforation was surgically repaired and the patient has since been transferred to another facility, where she is recovering and making progress.

Manufacturer narrative:
It is the opinion of the physician, because of the patient's fragile tissue due to chronic acid reflux, the physician believes the perforation occurred during the introduction of the endoscope and was not caused by the device. The hospital disposed of the device per standard operating procedures and the device is not available for evaluation.